Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the mobile device lost power. No injury or medical intervention was reported. An unexpected cgm app shut-off was reported to have occurred for 8hcbla. Data investigation confirmed an unexpected cgm app shut-off on (B)(6) 2021 for 8k8nhu.